Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable. Additional information was requested and the following was obtained: I can confirm that this report relates to an incident where the clips were not loading into the jaws and the device was jamming. At no time was a malfunctioning clip deployed inside the patient, nor was any vessel severed. A similar device was opened and the case continued with minimal delay. Was the clip in the jaws when the vessel was cut? N/a. What shape was the clip? Scissored, gapped, pear? No clip deployed. Which firing of the device did this event occur on? Device jammed on approximately clip 8 or 9. What vessel or structure was the device fired on at the time of the event? N/a. Was the clip fully advanced into the jaws prior to firing? Clip 8 could not be fed into the jaws as the device had jammed. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Event description:
It was reported that during an axilla dissection/mastectomy procedure, clips not forming properly and cut through vessel - will get more information. It is unknown if another device was used to complete the procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the clip in the jaws when the vessel was cut? What shape was the clip? Scissored, gapped, pear? Which firing of the device did this event occur on? What vessel or structure was the device fired on at the time of the event? Was the clip fully advanced into the jaws prior to firing? Was there any torquing or twisting of the device present at the time of firing? Was any unexpected resistance felt while firing the trigger? Were any unexpected noises heard? Did anything unexpected happen prior to this incident? Was the device fired after this incident in or out of the patient? What were the indications for surgery? What was found? Does the patient have any relevant history of surgical treatments? Did somebody other than the primary surgeon fire the instrument? Was there a recent conversion to ees devices in this account or with this surgeon?

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.